Manufacturer narrative:
(B)(4). The reported events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; lump in my armpit. At the puncture, it was stated that it was a gel and there were already isolated elements of inflammation, biostructural interstitial substance. Fat. Single elements of inflammation. Some cubic epithelium without atypia, on the border with the axillary region, an echogenic inclusion measuring 12 x 4.5 mm is located. The contours are uneven, indistinct, with a shadow effect, the structure is avascular. Further, in the form of a heavy fluid formation with anechoic contents is located.. Echo signs of formation of the axillary region on the left; gel was already in the armpit in august; geloma

Event description:
Patient reported lump in my armpit. At the puncture, it was stated that it was a gel and there were already isolated elements of inflammation¿, ¿left breast implant rupture¿, ¿biostructural interstitial substance. Fat. Single elements of inflammation. Some cubic epithelium without atypia¿, ¿gel was already in the armpit in august¿, and ¿on the border with the axillary region, an echogenic inclusion is located. The contours are uneven, indistinct, with a shadow effect, the structure is avascular. Further, in the form of a heavy fluid formation with anechoic contents is located. The implant in the left gland has a wavy contour, the contents are flakes. The site of the perforation of the implant is not clearly located. Echo signs of formation of the axillary region on the left, exclude the geloma.¿ additionally reported was ¿local pneumofibrosis of the left lung¿ which has been deemed not related to the device. The device remains implanted.